Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 545 mg/dl. Customer stated that insulin pump was under delivering, customer stated that she changed her infusion set, and confirmed her settings. And was even taking extra insulin. Customer stated that was in manual mode and hasn't been able to start auto mode since getting setup last monday. The insulin pump will not be returned for analysis.